Event description:
It was reported that the bd luer-lok syringe barrels were cracked. The following information was provided by the initial reporter: "I am submitting a complaint for gross damage in our bd syringe we received. There were severely cracked and broken syringes, along with leakage beyond the plunger." Product name: syringe 10 ml ll tip bulk convenience pak catalog number: 309605, batch number: 2091112, expiration date: 2027/03/31, manufacture date: 2022/04/01.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation our quality engineer inspected the photo and 5 samples submitted for evaluation. The reported issue of barrel cracked/ leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the plunger rods were damaged with major cracks or broken off. Two plunger rods were also broken with a piece missing. Four barrels had a nick in the flange and damage to the side of the barrel, leaking past the stopper. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The potential root cause for the barrel and plunger rod damaged defects, and leakage past stopper defect are associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.